Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella cp was placed along with an impella rp. The impella cp was displaying low flows and suctions events. The device was seen to be kinked and was explanted and replaced with a new impella cp. The patient went into pulseless electrical activity within an hour of placement and being sent to the intensive care unit. The family made the patient a do not resuscitate and the patient expired. Per abiomed medical safety office review: there is not enough information to associate use of device with outcome.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The pump was returned for investigation. Visual inspection found a kink on cannula about 14 mm from outflow cage and cannula bonding site. No other issues were found on the rest of the pump. The root cause of low flow was kinked cannula.